Event description:
Customer is seeing e-4 and e-8 error messages. Customer alleged that the customer almost died. Customer has not reported this event because customer felt the meter was working properly and now feels it is not. Customer asked to return meter for further evaluation, and a replacement was provided.